Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure (rbp) for about 1 minute, the balloon burst while inside the patient's body. The balloon was not spread out in the patient's body, and it just seemed that it did not inflate further. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied, and balloon was inflated to its rated burst pressure with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure (rbp) for about 1 minute, the balloon burst while inside the patient's body. The balloon was not spread out in the patient's body, and it just seemed that it did not inflate further. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.